Event description:
The 7200 ae ventilator was not delivering the tidal volume in simv and cmv. The volumes delivered were approximately half or less of what it should have been. All circuits left on ventilator as it was at the time of the event.